Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet bionic pancreas, including a nocturnal low with a sensor glucose of 55 mg/dl and downward trend after going to bed near 138 mg/dl without a meal announcement; the user expressed concern that the pump was not working well, had a prior factory reset about two weeks earlier, and discussed potential discontinuation with plans to consult the healthcare team. Symptoms included hypoglycemia with discomfort and sleep disturbance. Outcomes included user distress, work disruption, and consideration of discontinuing device use; no emergency care or hospitalization occurred. Troubleshooting and education were completed by phone, including discussion of therapy goals and coordination with the healthcare team. Investigation included technical support review and user interview. Investigation of this case revealed no confirmed device malfunction and an unclear cause for hypoglycemia. It was concluded that the event was user-reported hypoglycemia with cause unclear and no verified device failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.